Manufacturer narrative:
This complaint is related to MDR 1828100-2014-00962 and 1828100-2014-00964. The field service rep (fsr) replaced the resistance temp detector (rtd) on channel a which cleared the fault code on that channel. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The fsr reported that while performing preventive maintenance (pm) and trouble shooting for the issue on MDR 1828100-2014-00962 he received an e03 fault message on channel a of the heater cooler unit. There was no pt involvement.